Event description:
Our healthcare technology management team received the following work order: washer - alarming, says ssg hw error, ongoing problem, says no fluid flow - needs this done urgently. Our biomedical equipment technician entered the following information: service notes (customer visible): medivator informed us that the ssg hw error happens because of a water drip from condensate when nurses open the lid, that drips down into the power module. They make a cover for this power module that would protect this issue. The part number for this is 78401-642. We felt that if this is a known error and there is a known solution, shouldn't this be made readily available since there is risk of water dripping down into the power module. Manufacturer response for washer flexible endoscope, dsd edge (per site reporter). Mfg indicated there exists a part to help minimize water from dripping into the power module (78401-642).